Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that going to the restroom 15 times a day or more and that they thought the stimulation is overstimulating causing pt to have to go to the bathroom more often

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the therapy wasn't working as well as it did when they got it. All of a sudden, they started leaking again. It was noted they had an unrelated MRI and they turned the implanted neurostimulator (ins) off. When they turned it back on, they increased it. It was noted that the symptoms started before the MRI, but got worse recently. This all started within the month to a month and a half prior to the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and caller reported that the patient was still urinating on self. No further complications were noted or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the family member. The steps taken to resolve the sudden leaking was they had messed with the settings, turned stimulation off at times, and increased stimulation. The circumstances that led to the sudden leaking were unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.